Manufacturer narrative:
(B)(4 batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device and packaging. To date, the device and packaging have not been returned. If the device and packaging or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right lumpectomy the device would 'slice' the vessel but would not clip it. It cut the vessel and dropped off. The surgeon said the clip cut the vessel and made it bleed. There was no transfusion needed and there was no change to the procedure as a result of the event. The clip would sometimes scissor as well. The clip never formed on the vessel. The device jaw would hold the clip in place and clips were not properly forming. A similar device was used to complete the case with no patient consequences from the clip applier.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2020. D4: batch # u93y1r. Investigation summary: the analysis results found that the mcm20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). No functional test was performed due the condition of the device. The event described could not be confirmed as the device was returned empty. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.